Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report inaccurate blood glucose (bg) readings between the continuous glucose monitoring (cgm) system and the bg meter on (B)(6) 2015. The sensor was inserted at the abdomen on (B)(6) 2015. No medical intervention was required. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. The receiver data log was provided by the patient. Data log review confirmed the reported complaint. A root cause cannot be determined.